Event description:
The patient was set up on a nasal cannula. The nasal cannula was faulty. The inside of the cannula did not have an open lumen. It was occluded and could not deliver the prescribed oxygen.